Event description:
It was reported that a patient underwent an abdominoplasty on an unknown date and a topical skin adhesive was used. One week post operative the patient developed a pruritic rash at the site of application. The topical skin adhesive was removed and the patient was treated with clobetasol. The rash resolved within 48 hours.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.